Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was out of electrical specification, causing the accompanying programmer to not power on. Product ID 2090w programmer; product ID 2290 analyzer. (B)(4).

Event description:
It was reported the programmer would not power on, so another programmer was used. Different cords and outlets were tried. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.